Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s nurse in md office has a patient with a powerpicc that she states is occluded and the ir physician is requesting our protocol for unclogging the catheter. Response to nurse reported via ms&s informed caller that any anti-thrombolytic agent such as cathflo can be used with the powerpicc. Recommended they contact the medication manufacturer for administration information. No other information provided.